Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the competitor right atrial (ra) lead parameters were appropriate through the pacing system analyzer. When the ra lead was connected to the device, there were no electrograms (egm). Reconnection was tried several times, but this did not resolve the issue. The right ventricular (rv) lead was inserted in the atrial port and the ra lead inserted into the ventricular port. The ra lead was operating appropriately, but there were no egms for the rv lead. As a result, it was suspected there was an anomaly with the atrial port. This device was explanted and replaced. No adverse patient effects were reported.